Manufacturer narrative:
The device has not been returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However; to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s right eye due to a myopic surprise and the iol rotated 25 degrees. The surgeon planned on replacing it with zxt300 19.5. However; the replacement lens was not confirmed. Reportedly, there were no complications such as capsule tear or vitrectomy. Sutures were not required. No further information was provided.

Manufacturer narrative:
Corrected data: this is to correct the following sections of the initial submission as it was inadvertently not addressed. Section h3: device evaluated by manufacturer, section h6: investigation findings, section h10: additional narratives/data. Fields are updated below. Section h3: device evaluated by manufacturer, yes. Section h6, investigation findings: 213 - no device problem found. Section h10, additional narratives/data, device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.